Event description:
It was reported the pt presented with shortness of breath and other valve symptoms. Tee revealed some leakage; therefore, the valve was explanted and during the explant procedure, one leaflet dislodged. The surgeon indicated the leaflet was not in the pt. The valve was replaced with a smaller 21 mm sjm regent valve (model 21agfn-756. The valve will not be returned.